Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively. The implantable pulse generator (ipg) remains implanted.